Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, pressure testing and under water clear passage testing were performed with no issues noted. The reported condition was not verified. The device was found to operate per specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink extension set experienced free flow out the end of the tubing even after the tubing was clamped off. This event occurred during priming of the set. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.